Event description:
A medtronic representative received a report from a site biomed representative that, while in an ear, nose & throat (ent) procedure, they experienced issues with their navigation system tracking slowly and being inaccurate. The surgeon alleged the inaccuracy occurred after the patient was re-registered using tracer registration. There were no further details, or specific measurements, provided. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. The medtronic representative was unable to replicate the reported issue; stating that everything tracked normally and was accurate after registering on a demo head. No parts have been returned to manufacturer for analysis.